Event description:
It was reported that during a cryo ablation procedure, a system notice was received multiple times indicating that the safety system detected a compromised outer vacuum. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 20671 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments showed the balloon was bent. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 13 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50032 "the safety system detected a compromised outer vacuum." Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments. During pressure testing of the balloon segment, an inner balloon breach was observed. Dissection of the balloon segment identified an inner balloon material fracture. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.2 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink/twist and inner balloon breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.